Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The area where the pod was hurting. The patient also stated that once they removed the pod the area was swollen and had dark purple rings.